Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6). (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure performed: ventral hernia repair. Specimens: none dictated. Estimated blood loss: 150ml. Complications: none. Operative findings: very weakened abdominal wall, necessitating duomesh placement in underlay technique across patient¿s entire abdominal cavity. Procedure: ¿the patient was prepped and draped in the usual sterile fashion and laid in the supine position. A horizontal incision was made after a timeout and uneventful endotracheal intubation. The incision was made approximately 2 to 3 cm above the belly button in the left upper quadrant of the abdomen. The incision was approximately 7 cm across in a horizontal plane. We then dissected down sharply through this abdominal musculature and noted the hernia sac. We dissected bluntly around the hernia sac. Then, clamping laterally, we grasped his anterior and posterior rectus sheath on the lateral aspect of his wound and hernia defect. We then dissected a plane above the fascia. We extended this approximately 2 cm around the fascial defect in a circumferentially manner using bovie cautery, however, on the medial aspect of the wound, we noted that the patient did not have any good fascia to which we could anchor our mesh in an overlay technique, thus we dissected further medially. We extended our incision to the contralateral side of the body approximately 10 cm to the right. We dissected down to his fascia with no issues. We then decided that we would use an underlay technique. We used dual mesh. We placed a dual bladed suture through the underside of our mesh and anchored it first on the left aspect through the fascia on the left side of the abdominal cavity using 0 nylon. We then placed the left upper aspect of the mesh and the left lower aspect of the mesh and then placed a stitch superiorly and inferiorly and anchored it all around. On the right side, we anchored it deep to the fascia on the right side of the abdominal cavity. We were careful to make sure there was no exposed bowel. There were to [sic] adhesions that we had to take down, one inferiorly and one superiorly, which included bowel. We were careful not to injure the bowel in the process. We then checked for hernias. We did note two areas in which bowel was protruding over the dual mesh. Then, we placed stitches in those areas. We then closed what was left of his rectus fascia above the mesh using 0 nylon. We then placed two jackson-pratts in the subcutaneous tissue. These were stitched in using a drain stitch. We closed the skin with staples. The patient was extubated with no issues. Post-op plan/instructions: he will be admitted.¿ on (B)(6) 2010: (B)(6). Implant record. Device description: 20 cm x 30 cm dualmesh. Body site: abdominal wall. Body side: left. Expiration date: 11/30/2011. Manufacturer: gore. Quantity: 1. Lot #: 05704903. Mfg catalog #: 1dlmcp07. The records confirm that a gore® dualmesh® plus biomaterial (1dlmcp07/05704903) was implanted during the procedure. On (B)(6) 2010: (B)(6). (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: status-post ventral hernia repair with mesh that is now infected. Postoperative diagnosis: same. Procedure performed: exploratory laparotomy with resection of infected mesh. Specimens: per narrative. Estimated blood loss: minimal. Indications for surgery: as above. Operative findings: none dictated. Procedure: ¿after adequate general anesthesia, the patient was prepped and draped in the usual sterile fashion. We elected to go through his previous midline incision and carried the incision down through skin, indurated subcutaneous tissue and extremely indurated midline fascia until we got into the plane, there was a copious amount of pus that was extruded. A sample of this was taken and sent to pathology. Then, we were able [sic] through the most inferior portion of the mesh to insinuate a finger in an area, which on CT, had appeared to show a question of a loop of bowel coming up right next to the mesh. This allowed us to get into inframesh space. There were no adhesions to this because it was gore-tex. We used this opening to divide the mesh in half all the way up to its upper limits. We then grasped each edge of the mesh, dissecting it off the anterior abdominal wall fascia, to which the anterior side of it was adherent. We cut all the sutures and removed each half of the mesh sequentially. The abdomen was then irrigated copiously. We took none of the adhesions down at the edge of this mesh because there were dense inflammation associated with them and we were concerned about enterotomy. However, we irrigated the cavity copiously. We elected not to place additional alloderm or any foreign body, and simply closed the anterior abdominal wall including the fascia with interrupted figure-of-eight #1 pds sutures. The subcutaneous tissue was irrigated and a vac was placed on top of it. The patient tolerated the procedure well and went to recovery in stable condition.¿ [missing records: a pathology report and microbiology report detailing analysis of the device removed during (B)(6) 2010 procedure was not provided.] [Missing records: records for the CT scan showing ¿a loop of bowel coming up right next to the mesh¿ was not provided.] On (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: enterocutaneous fistula. Postoperative diagnosis: same. Procedure performed: exploratory laparotomy, closure of enterocutaneous fistula, placement of woundvac. Assistants: (B)(6), md, (B)(6), md. Specimens: none dictated. Estimated blood loss: none. Complications: none. Operative findings: note dictated. Indications for surgery: this is a 51-year-old white male status post infected mesh removal, who presented with succuos [sic] from his wound this morning. Procedure: ¿the patient was brought to the operating room after preoperative timeout was performed and underwent general endotracheal anesthesia, was placed in supine position. The kerlix that was across his wound was removed and the site was sterilely prepped and draped. A second timeout was performed. The sutures were then removed and the abdomen was inspected. We digitized the abdomen across the length of the incision to remove the bowel that was adherent to the abdominal wall. We did see the mesh inferior aspect of the incision, a small serosal mucosal tear with the mucosal opening approximately 0.5 cm wide. I put a figure-of-eight 2-0 vicryl suture through this and then placed adaptic over the wound with a whole sponge present. We threw a single 0 pds suture through the upper portion of the incision to try and close it down and allow for better scarring. We will attempt to take him back a couple of times and hope to control this with an ostomy appliance down the road. Disposition: the patient will be extubated and transported back to the floor.¿ records between (B)(6) 2010 and on (B)(6) 2012 were not provided. On (B)(6) 2012: (B)(6). (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia with healed enterocutaneous fistula. Postoperative diagnosis: same. Procedure performed: extensive lysis of adhesions lasting 1.5 hours, small bowel resection with stapled anastomosis. Specimens: none dictated. Estimated blood loss: 50 ml¿s. Operative findings: none dictated. Indications for surgery: a pleasant 53-year-old gentleman status post multiple previous operations. Most recently, he had a laparoscopic converted to open hernia repair. This was complicated by the development of infection and an enterocutaneous fistula. With good nutrition and stopping smoking, this ultimately healed and he now presents for repair of his recurrent large hernia. This is a joint case with dr. (B)(6) and myself. Procedure: ¿after adequate general anesthesia, the patient was prepped and draped in the usual sterile fashion. A midline incision was made starting cephalad to his previous incisions. This was carried down through subcutaneous tissue to fascia and we identified fresh virgin previously unoperated on fascia. The fascia was opened. Using blunt dissection, we were able to get into the abdominal cavity in a place where there were no adhesions quite cephalad. We then extended our skin incision very carefully just through the dermis along the previous scar. We made a small serosal tear doing this is loop of small bowel, which was ultimately repaired with 3-0 lembert sutures x 3. There was no leakage of succuss and it was not deeper than the serosa. We then proceeded with a fairly tedious dissection of adhesions off the area of the previous scar. As we got down into the more caudad portion of this incision, the skin was incredibly attenuated and in that space, where we were dissecting the small bowel off of the skin, we came across what was undoubtedly the previous fistula. In doing so, we were able to identify some leakage of air, although no succuss and for this reason, we closed this area of the small bowel with a figure-of-eight suture planning to come back and resect it. We then completed out lysis of adhesions, which required lysis of small bowel at both right sided and left sided hernia sac. There was also bowel up in the previous colostomy closure site, which clearly had a hernia associated with it as well. Once the adhesiolysis was completed and the entire rectus was available for dr. (B)(6), the abdomen was irrigated and suctioned free. We then proceeded to perform a small bowel resection the standard fashion resecting approximately 15 cm of small bowel. A [illegible] mm gia stapler was used to divide the small bowel and the intervening mesentery was clamped and tied with 2-0 vicryl ties. We then did a stapled side-to-side functional end-to-end anastomosis again with two fires of the gia. The intervening mesentery was closed with 3-0 vicryl and a crotch stitch of 3-0 vicryl was placed. The abdomen was then irrigated again. I should note that after completion of this, we passed all the dirty instruments off the table, changed are gloves because of this plan to place intraperitoneal mesh. The patient tolerated this portion of the procedure well. At this point, dr. (B)(6) came into the room and the case was passed off to her.¿ on (B)(6) 2012: (B)(6). (B)(6), md;(B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure performed: ventral hernia repair with intraperitoneal mesh. Debridement of skin and hernia sac. Specimens: hernia sac to pathology. Estimated blood loss: 100 ml¿s. Operative findings: 15 x 18 cm hernia. Indications for surgery: this is a 53-year-old man with a history of a recurrent ventral hernia who now presents for repair. Procedure: ¿after dr. (B)(6) completed her portion of the procedure, we entered. She had performed a full lysis of adhesions. The right rectus muscle was largely intact and only minimally displaced. The left rectus muscle was about 50% intact, but had a large defect where the prior stoma had been displaced laterally. The skin was in good condition. A preincision verification was performed. Skin flaps were elevated off the muscle for approximately 1.5 cm laterally on the left side and then approximately 10 cm laterally overlying where the stoma had been on the left side. This was done with the cautery. I then decided to use intraperitoneal placement of prolene mesh because of the large defect in the rectus muscle on the left side. Since he would need mesh anyway, I felt that the morbidity of component separation to the skin and the abdominal musculature was [illegible] worthwhile. A piece of mesh was then brought out onto the field. This was proceed surgical mesh pcdg1, lot dbg063, which was a 15 x 20 cm elliptical shaped mesh. It was trimmed to fit the defect, specifically the [illegible] part that would fit under the left abdominal wall. It had a tongue extending beyond the hernia where the stoma had been and then was more narrow superiorly and inferiorly. The repair was then begun by primary closure for approximately 3 cm along the superior most aspect of the incision. This was done with a series of 0 prolene sutures. Then, the mesh was inset to the right abdominal wall with a series of 0 prolenes placed as 0-style sutures through the abdominal musculature into the mesh and then back up through the abdominal musculature. These were placed in through the muscle where it was clearly innervated and in intact. Those were then tagged with clamps instead of tied. Care was taken to place them in such a way that the mesh would remain flat and taut. After the entire row had been placed on the right side, they were sequentially tied. The mesh was then sutured to the left side, again with similar approach, taking care to get lateral to the [illegible] hernia. These were also tagged prior to being tied and then once they had all been placed, they were sequentially tied. Prior to tying the last three sutures, the towel, which had been protecting the bowel, was gently removed and the last three sutures were pulled up and then tied. Of note, prior to placing the mesh, we were able to bring some omentum down and covering the superior half of the hernia defect. The entire wound was irrigated and bleeding points were cauterized. The scar, which measured approximately 1.5 x 20 cm was excised with the scalpel from both sides of the incision from the skin and then in the subcutaneous plane, he had 2 pockets of hernia sac on both sides, which were excised with cautery, taking care not to injure the blood supply in the subcutaneous fat. The hernia sac was sent to pathology labeled hernia sac. The wound was irrigated and bleeding points were cauterized and then the repair was closed with 2-0 pds in the scarpa¿s fascia. 3-0 monocryl in the deep dermis and 4-0 nylon interrupted suture. In addition, he had an uncomfortable stitch poking through the left lateral abdomen, which was cut down on and then identified and removed and then repaired with a 4-0 nylon. The incision was cleansed and dressed with sterile gauze dressing.¿ on (B)(6) 2012: (B)(6). (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure performed: evacuation of hematoma. Specimens: none. Estimated blood loss: 500 ml. Operative findings: 500 ml of clotted blood. Indications for surgery: the patient has had a ventral hernia repair 3 days ago and was noted to have tachycardia, a dropping hemoglobin and abdominal distention. Procedure: ¿the patient was identified in the holding area, brought into the operating room and placed in a supine position on the operating room table. Time-out was performed. Scd¿s [sequential compression devices] were applied to the legs. Intravenous antibiotics were administered. General anesthesia was administered. The abdomen was prepped and draped in sterile fashion. The sutures were removed and the abdominal incision was opened. He was noted to have approximately 500 ml of dark clotted blood in the subcutaneous space. This was evacuated. There did not appear to be any bleeding from or any clot underneath the mesh. The wound was irrigated with approximately 4 liters of warm saline. There was no large bleeder identified. There was some minimal oozing, which was cauterized. It seemed to be mostly in the right lateral space where the hernia sac had been removed, although the cause of the bleeding remained unclear. The wound was irrigated again and then a 15 blake drain was placed such that it would lie in both lateral pockets. The skin was closed first in the scarpa¿s fascia with 2-0 pds and then with 3-0 monocryl in the deep dermis and staples. The incision was cleansed and dressed. The patient tolerated the procedure.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusion: d15: cause not established. H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane . The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1690, 1930, 1932) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span july 16, 2010 through january 12, 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from october 6, 2010 through january 8, 2012 were not provided. Patient information: medical history: weight. (B)(6) 2012: 86kg. Smoker . Unknown date: ¿quit.¿ surgical procedures: (B)(6) 2010: ventral hernia repair. Implant gore® dualmesh® plus biomaterial. (B)(6) 2010: exploratory laparotomy with resection of infected mesh . (B)(6) 2010: exploratory laparotomy, closure of enterocutaneous fistula, placement of wound vac . (B)(6) 2012: extensive lysis of adhesions lasting 1.5 hours, small bowel resection with stapled anastomosis. Ventral hernia repair with intraperitoneal mesh. Debridement of skin and hernia sac. Implant proceed surgical mesh. (B)(6) 2012: evacuation of hematoma. Implant preoperative complaints: [not reported]. Implant procedure: ventral hernia repair [implant: gore® dualmesh® plus biomaterial, 1dlmcp07/05704903, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2010 . Findings: ¿very weakened abdominal wall, necessitating duomesh [sic] placement in underlay technique across patient¿s entire abdominal cavity .¿ description of hernia being treated: ¿a horizontal incision was made after a timeout and uneventful endotracheal intubation. The incision was made approximately 2 to 3 cm above the belly button in the left upper quadrant of the abdomen. The incision was approximately 7 cm across in a horizontal plane. We then dissected down sharply through this abdominal musculature and noted the hernia sac. We dissected bluntly around the hernia sac. Then, clamping laterally, we grasped his anterior and posterior rectus sheath on the lateral aspect of his wound and hernia defect. We then dissected a plane above the fascia. We extended this approximately 2 cm around the fascial defect in a circumferentially manner using bovie cautery, however, on the medial aspect of the wound, we noted that the patient did not have any good fascia to which we could anchor our mesh in an overlay technique, thus we dissected further medially. We extended our incision to the contralateral side of the body approximately 10 cm to the right. We dissected down to his fascia with no issues.¿ implantation and fixation: ¿we then decided that we would use an underlay technique. We used dual mesh. We placed a dual bladed suture through the underside of our mesh and anchored it first on the left aspect through the fascia on the left side of the abdominal cavity using 0 nylon. We then placed the left upper aspect of the mesh and the left lower aspect of the mesh and then placed a stitch superiorly and inferiorly and anchored it all around. On the right side, we anchored it deep to the fascia on the right side of the abdominal cavity. We were careful to make sure there was no exposed bowel. There were to [sic] adhesions that we had to take down, one inferiorly and one superiorly, which included bowel. We were careful not to injure the bowel in the process. We then checked for hernias. We did note two areas in which bowel was protruding over the dual mesh. Then, we placed stitches in those areas. We then closed what was left of his rectus fascia above the mesh using 0 nylon. We then placed two jackson-pratts in the subcutaneous tissue. These were stitched in using a drain stitch. We closed the skin with staples.¿ explant preoperative complaints: (B)(6) 2010: ¿preoperative diagnosis: status-post ventral hernia repair with mesh that is now infected.¿ explant procedure: exploratory laparotomy with resection of infected mesh. Explant date: (B)(6) 2010. (B)(6) 2010: ¿we elected to go through his previous midline incision and carried the incision down through skin, indurated subcutaneous tissue and extremely indurated midline fascia until we got into the plane, there was a copious amount of pus that was extruded. A sample of this was taken and sent to pathology. Then, we were able [sic] through the most inferior portion of the mesh to insinuate a finger in an area, which on CT, had appeared to show a question of a loop of bowel coming up right next to the mesh. This allowed us to get into inframesh space. There were no adhesions to this because it was gore-tex. We used this opening to divide the mesh in half all the way up to its upper limits. We then grasped each edge of the mesh, dissecting it off the anterior abdominal wall fascia, to which the anterior side of it was adherent. We cut all the sutures and removed each half of the mesh sequentially. The abdomen was then irrigated copiously. We took none of the adhesions down at the edge of this mesh because there were [sic] dense inflammation associated with them and we were concerned about enterotomy. However, we irrigated the cavity copiously. We elected not to place additional alloderm or any foreign body, and simply closed the anterior abdominal wall including the fascia with interrupted figure-of-eight #1 pds sutures. The subcutaneous tissue was irrigated and a vac was placed on top of it. The patient tolerated the procedure well and went to recovery in stable condition.¿ a pathology report and microbiology report detailing analysis of the device removed during (B)(6) 2010 procedure was not provided. Records for the CT scan showing ¿a loop of bowel coming up right next to the mesh¿ was not provided. Relevant medical information: (B)(6) 2010: indication: ¿this is a 51-year-old white male status post infected mesh removal, who presented with succuos [sic] from his wound this morning.¿ (B)(6) 2010: operative report: exploratory laparotomy, closure of enterocutaneous fistula, placement of woundvac. ¿the kerlix that was across his wound was removed and the site was sterilely prepped and draped. A second timeout was performed. The sutures were then removed and the abdomen was inspected. We digitized the abdomen across the length of the incision to remove the bowel that was adherent to the abdominal wall. We did see the most inferior aspect of the incision, a small serosal mucosal tear with the mucosal opening approximately 0.5 cm wide. I put a figure-of-eight 2-0 vicryl suture through this and then placed adaptic over the wound with a whole sponge present. We threw a single 0 pds suture through the upper portion of the incision to try and close it down and allow for better scarring. We will attempt to take him back a couple of times and hope to control this with an ostomy appliance down the road.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05704903. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dense bowel inflammation, abscess, perforated bowel, small bowel repair, infection, wound vac, mesh removal and additional surgery ((B)(6) 2012). Additional event specific information was not provided.